Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a second revision for removal of antibiotic spacers and implantation of definitive implants. The surgeon noted the antibiotic spacer was loose and there was a large amount of scar tissue in the knee that was debrided. The surgeon indicated there was not an infection, neither currently nor previously, and proceed to implant definitive competitor implants. The surgeon also noted upon incision of the anterior knee, there was incomplete wound healing of the soft tissue. However, the soft tissue appeared to be healthy. The original patella component implanted during the primary operation was not revised. Doi: (B)(6) 2016. Dor: (B)(6) 2016. Right knee.